Event description:
It was reported that under infusing, out of box failure, was experienced before infusion. No patient injury.

Manufacturer narrative:
Other, patient code updated. No patient involved, discovered during testing.

Event description:
Additional information: there was no patient involvement and the event happened during bench test.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. The valves were replaced on the last servicing of the device, which could have damaged the expulsor when the cam shaft was removed. Replaced the expulsor assembly as a precautionary measure. The cause of the reported problem was traced to the previous service of the device. An email has been sent to the service supervisor and lead to review this with their team.